Event description:
The hospital reported that the vasoview hemopro 2 stopped heating/cutting during radial harvest. A new kit was opened to finish case. A pre-test was performed. The power setting on the hemopro power supply during the procedure was 3. No patient harm reported. No delay reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11 the lot # 3000523536 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.